Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were seen by their dr. Their meter allegedly would only prompt redo check. The result on their meter was 350 mg/dl. The result on the lab was 492 mg/dl. The time difference between patient's meter and lab was unknown. Treatment was dr changed medication. No further information has been reported.